Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 4 of 6. Gts had the patient cycle power and explained that a large amount of air had entered into the disposable set. The patient elected to discard the supplies and finish therapy manually. The patient did not see any obvious cause of the error. The patient agreed to notify their nurse regarding the error and being connected. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample; therefore, the assignable cause was not determined. The lot number is unknown therefore a batch review was not performed. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discardedand the lot number was not known, therefore no device evaluation or batch review can be performed. A follow-up report will be submitted upon the completion of baxter's investigation.